Manufacturer narrative:
The customer reported that the AED is flashing red and prompting an error code of "AED error or warning; battery replace now warning". The customer stated that he had a battery low warning then a service code of 7090 when a new battery pack was installed. The AED maintenance frequency is daily by preforming a battery pack self test. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED is flashing red and prompting a battery replace now warning. The customer stated that he had a battery low warning then a service code of 7090 when a new battery pack was installed. The customer did not report this event occurred during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.